Event description:
Additional tablet data was received and reviewed for the suspect generator. A comparison of the percent battery charge remaining (pbcr) based on charge consumption versus battery voltage indicated that the displayed battery status is lower than would be expected. No other anomalies were identified in the data review. No additional relevant information has been received to date. No known surgical intervention has been received to date.

Event description:
It was reported that at the patient's follow up appointment, the generator was interrogated and found to be at 75-100% battery. This indicates that the generator battery rebounded. Internal investigation has identified that the premature low battery status was due to a known behavior of vns generator batteries where during the beginning of life, the battery impedance is higher. To compensate for the increased beginning-of-life battery impedance when measuring battery voltage, a 0.5 v offset is added to the battery voltage measurement until 7.5% of the generator battery charge is consumed, at which point the battery impedance has typically decreased. However, in some cases, the beginning-of-life battery impedance may remain high beyond the 7.5% charge consumption point, so that when the 0.5 v offset is removed, low battery is seen. In reality, the generator battery is not low, and once further battery charge is consumed (typically in the 10-15% range), the battery impedance will decrease and the battery voltage measurement will no longer show low battery. This is a known behavior of vns generators and is not indicative of a device failure, and will not affect overall battery longevity. No additional relevant information has been received to date.

Event description:
It was reported that after ~6 months of implant, the patient's generator battery status was found to be at 11-25%. Device history record was reviewed. The generator passed all quality control measures prior to distribution. The generator was not manufactured with the use of laser routing. The generator battery was confirmed to be full at the time of implant, and was in the 75-100% range prior to the appointment where the 25% indicator was observed. No additional relevant information has been received to date.